Event description:
Customer reported that she has tried 3 different reservoir and 3 different infusion sets and the insulin pump will rewind and starts to prime, gets a few insulin drops out and then alarms no delivery. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit the tubing. Customer was than advised to rewind the insulin pump, reinsert reservoir and run manual prime; the insulin pump alarmed no delivery at 7 units. Blood glucose value is 140 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.